Event description:
A home pt contacted baxter's technical sevice center for assistance during their automated peritoneal dialysis therapy. Reportedly, the home pt heard a "funny noise: coming from the homechoice system during therapy. Upon closer exam of the set up they noted a puddle of solution under the door of the homechoice machine. Baxter's technical service center arranged for the pt to receive a replacement cycler. No pt injury or medical intervention was associated with this incident, per the home pt.